Event description:
A customer reported experiencing a cartridge alarm 20 during the load process. There was no adverse impact on the customer¿s blood glucose level, which remained under 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in loading a new cartridge using the correct technique, enabling them to resume insulin therapy successfully, thereby resolving the issue.